Manufacturer narrative:
MFR's report date: 10/3/2007. Eval: event log review showed user programming error. Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.

Event description:
Customer requested device log review following an overinfusion of insulin they believed was due to user programming incorrect rate. Insulin drip was being titrated with intended dose 1.5 u/hr, but was found 1 hour later to be 105 u/hr. Blood sugar immediately after was 27. More than 1 amp of d50w was given and d10w infusion was started. Blood sugars fully stabilized 4-5 hours after event. Insulin was later resumed and pt remained stable with no long term adverse effects. Event log review showed that in 2007, prior to the event, infusion was at 3 u/hr (rate 6 ml/hr). On the same day, at 0400, rate was changed to 5ml/hr. At 0448, device was programmed to dose of 4u/hr (rate 8 ml/hr)at 0646, user programmed new dose of 105 u/hr. User elected to proceed. Dose infused at 105 u/hr (rate 210 ml/hr) until the channel was powered off at 0739. Cause of overinfusion was confirmed to be user programming error.